Manufacturer narrative:
The field service engineer (fse) was dispatched to address the reported event. The fse verified there was air in the wash supply line. Then fse found leaking tubing which was trimmed and reinstalled. The fse flushed the instrument several times to purge the air from the system. There were no errors reported during the flush of the instrument. Fse ran daily checks and quality controls; all procedures went to completion without any errors. Instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual under chapter 8 troubleshooting, under section 8-1 error messages and corrective action states the following: if an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the inspection could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. (B)(4). The 1= bf probe 1 purge failure. The 2= cause: the overflow sensor 1 s132 failed to detect liquid after the washer was discharged. The 3= action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s132, the discharge solenoid valve sv150, and the washer tube. The 4= monitoring method: this error occurs during washer priming if the s132 sensor fails to detect liquid immediately after probe 1 purge washer into the cup. The 5= check: washer tank, washer tubing, s132 - bfc board - main board, sv150 - lqc board - main board (B)(4). The 1= bf probe 2 purge failure. The 2= cause: the overflow sensor 2 s133 failed to detect liquid after the washer was discharged. The 3= action: it is conceivable that air has entered the washer tube. Prime the tube and bleed off the air. Check the remaining quality of washer, check to see if there is air in the washer tube, and check s133, the discharge solenoid valve sv151, and the washer tube. The 4= monitoring method: this error occurs during washer priming if the s133 sensor fails to detect liquid immediately after probe 2 purge washer into the cup. The 5= check: washer tank, washer tubing, s133 - bfc board - main board, sv151 - lqc board - main board. The most probable cause of the reported issue was due to wash supply line leaking air. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 2239 bf probe 1 purge failure and error 2240 bf probe 2 purge failure on their aia-900 instrument. The customer was unable to perform daily checks because the reported error occurred during the startup of the instrument. Customer also reported that the tubing below the wash reagents has air bubbles. The customer manually primed the reagents but the errors still occurred at the end of the manual prime. The tubing on the bf probes was checked and it was connected to both bf probes. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of e2, fsh and lhii patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.